Event description:
Patient scheduled for egd (esophagogastroduodenoscopy) with balloon dilation. When cre esophageal 180 balloon introduced into the scope the physician unable to pass through the end. Scope removed and another used with a new balloon and problem persisted. Patient remained sedated throughout the procedure and completed egd without the dilation at physicians order.